Event description:
It was reported that the device would not communicate with the programmer. The patient noted that the defibrillator site was warm to the touch and swollen. The device was explanted and replaced.

Manufacturer narrative:
The battery depletion was confirmed and was due to a low battery voltage. A longevity calculation was performed. The longevity estimation for the device was found to be outside expected limits. The device's electronic circuitry was tested on the bench and on the automated electrical test system. No anomalies were detected. The original battery was returned to the vendor for destructive analysis. An internal anomaly was detected, causing th he premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.